Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose value was 23.2 mmol/l at the time of the incident. Customer declined to troubleshoot for high blood glucose. Customer was treated with the insulin pump. It was unknown that auto mode feature was active or not at the time of event. Customer reported loss of communication between the insulin pump and transmitter. The device will not be returned for analysis.